Event description:
The patient was treated with the encore system. The physician believes that the patient had an infection and foreign body reaction. The patient was treated with antibiotics, steroids, and incisional drainage. The system was explanted, with noted suture material extrusion and granulation tissue. The patient is doing well. Culture results were positive for staphlycoccus.

Event description:
The patient was treated with the encore system. The physician believes the patient had an infection and a foreign body reaction. The system was explanted.